Manufacturer narrative:
Evaluation summary: the complainant states the use of a viscoelastic which is not qualified to be used with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow the directions for use (dfu), as the customer states the use of non-qualified viscoelastic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse practitioner reported during a cataract surgery with an intraocular lens (iol) implant, the iol was implanted and when it was accommodated a fissure was evident at the junction of the optic zone and the posterior haptic of more or less 40%. The surgeon decided to leave the lens implanted. Additional clarification was provided indicating that the damage was throughout the junction of the haptic and the optic.